Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was unable to be interrogated and unable to establish telemetry. To determine if this was a programmer issue or a device issue the device was then tested through a different programmer; the device was still unable to be interrogated or establish telemetry with a new programmer wand. The device had been previously programmed to ddd with 70-100 ppm. Review on and electrogram revealed that the patient had their own intrinsic rhythm and a heart rate of 38 beats per minute (bpm) and sinus bradycardia. Documentation of the patient's previous follow ups were reviewed with an engineer due to the lack of brady pacing that was discovered after review of the electrogram. The device appeared to not be sensing appropriately. After review, it was revealed that the device had a significant reduction in battery voltage 2.6v and the charge time measurements were not accurately documented. It was also noted that at the patient's previous follow up the rate response had been programmed on the device. An electrogram was performed and revealed that the device was dual chamber pacing at the max sensor rate of equipment. The device was interrogated and the histograms apparently demonstrated consistent pacing at 100ppm rate response was programmed off at this time. After review of all the previous history with this ICD, the physician suspected premature battery depletion (pbd) . A device replacement was scheduled for the (B)(6). After the revision procedure, the device will be explanted and returned to boston scientific for analysis. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
To date, the revision procedure, has not been performed. After the revision, the device will be returned to boston scientific. Upon receipt, the device will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a memory download was unable to be performed, as telemetry could not be established due to a lower than expected battery voltage. Firmware was loaded into the device, allowing for successful device interrogation. The device case was opened and an external power supply was connected. Electrical measurements were performed which verified a high current condition was present within the internal circuitry. Pacing and sensing functions were verified. However, during detailed analysis, the high current condition was no longer present and could not be recreated. Therefore, the cause of battery depletion could not be determined as the device operated normally during detailed analysis.